Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a fall which caused the lead to migrate to the ipg pocket site, confirmed by fluoroscopy, causing discomfort leading to surgical intervention to explant the scs system.